Manufacturer narrative:
A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: vascular coorinator. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the doctor chose to close a 6 french arterial access site with the angio-seal after a successful peripheral intervention. A groin angio was performed to ensure proper site. The angio-seal sheath was inserted without difficulty. Once the angio-seal anchor was set and he retracted the device, everything came out of the vessel and skin tract. It was inspected by the doctor, and it was noticed that the anchor was still within the sheath. It appeared it never exited the sheath to hold the arteriotomy. Immediate manual pressure was held, and the patient tolerated that well. No blood loss was mentioned. There was no patient injury.